Event description:
It was reported that during a gynecological procedure, there was a loud grinding noise. The disposable hand piece was replaced and the noise remained. The motor drive unit was replaced and the case was completed without any adverse pt consequence.

Manufacturer narrative:
Date sent to the FDA: 08/01/2007. The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.